Manufacturer narrative:
Decision was made to recall based on an investigation which identified that the design of the tibial bearing creates the potential for anterior impingement between the bone and the poly bearing component in terminal extension. (B)(4).

Event description:
It was reported that patient underwent partial knee arthroplasty procedure on (B)(6) 2013. During the procedure, the surgeon had to remove a portion of polyethylene from the tibial bearing with a scalpel prior to implanting it in the patient. There was no injury to the patient and the procedure was completed successfully.